Event description:
Device 1 of 2. Ref. 1657487-2013-23136. It was reported the patient's ipg has migrated, as a result, has tilted in the patient's ipg pocket site. Subsequently, the patient has discontinued the use of her system. It was also reported the patient experienced lead migration and has fallen several times after the implant due to unrelated illnesses. The patient will consult with the physician regarding surgical intervention to address these issues.

Manufacturer narrative:
This ipg was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.